Event description:
Unable to remove tampon - vagina [foreign body in reproductive tract]. I can't find it when I was preparing to change it...unable to remove tampon [complication of device removal]. Case description: consumer reported via email that she was unable to remove the tampons. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.